Manufacturer narrative:
Device evaulation summary: the device was returned for analysis, and visual examination noted the balloon shell to be discolored, as it was light blue and brown in appearance. White particles were noted on the outer surface of the shell. A valve test was performed, and no blockage was noted. An air leak test was performed, and leakage was noted from one opening near the radius of the shell. Under microscopic analysis the opening was noted to have striated edges, consistent with surgical damage and device removal activities. Brown particulate matter was observed on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: -abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period the "patient complaining of major abdominal pain. Eda confirmed hyperinflation." Device was removed and replaced with another balloon.